Manufacturer narrative:
A nurse found a broken package that contained an 8mm x 120 mm smart nitinol stent system. Upon opening the box, the inner package was found opened and exposed to the general environment. Once the nurse noticed this, they stopped unpacking the product. There were no reports of patient injury. There was no leaking found in the outer or inner box. The inner sterile pouch was found to have an opening. The device had not been purposely opened in anticipation of use nor was it reshelved after use. After the products were verified by the warehouse, they were requested to be picked up. Upon receipt, they were stored on the shelves of the catheterization department. It is unknown if the device itself was damaged. After noticing the issue, the product was not used due to the infectious risk. There were no reports of patient injury. The device was returned for analysis. One non-sterile unit of a smart 120/150, vascular 8x120mm was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that the stent was not deployed. The hemostasis valve is fully locked. No other damages or anomalies were observed on the returned device. A product history record (phr) review of lot 17982604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box-compromised sterility¿ was not confirmed. Since the packaging was not returned, it is not possible to perform a proper evaluation. Handling factors may have led to the reported event. According to the instructions for use (IFU) ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17982604 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a nurse found a broken package that contained an 8mm x 120 mm smart nitinol stent system. Upon opening the box, the inner package was found opened and exposed to the general environment. Once the nurse noticed this, they stopped unpacking the product. There were no reports of patient injury. There was no leaking found in the outer or inner box. The inner sterile pouch was found to have an opening. The device had not been purposely opened in anticipation of use nor was it reshelved after use. After the products were verified by the warehouse, they were requested to be picked up. Upon receipt, they were stored on the shelves of the catheterization department. It is unknown if the device itself was damaged. After noticing the issue, the product was not used due to the infectious risk. The device will be returned for evaluation.